Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead monitor warning was triggered for the ventricular lead due to low impedance paces. It was further reported that there was a polarity switch on the lead. Noise was able to be duplicated with pocket manipulation while programmed in unipolar. It is unknown whether there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.